Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing of noise. The doctor has elected to program the therapy off as the patient's condition has improved. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to the oversensing of noise. The electrogram was railing up and down and the r-wave amplitudes were diminished. The shock occurred while the system was programmed to the secondary sensing vector. Technical services discussed bringing the patient in for some testing in the other sensing vectors. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual inspection noted tears in the terminal boot approximately 25mm from the terminal end. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a cable is fractured in and around the area approximately 25mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The electrogram was railing up and down and the r-wave amplitudes were diminished. The shock occurred while the system was programmed to the secondary sensing vector. Technical services discussed bringing the patient in for some testing in the other sensing vectors. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing of noise. The doctor has elected to program the therapy off as the patient's condition has improved. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to the oversensing of noise. The electrogram was railing up and down and the r-wave amplitudes were diminished. The shock occurred while the system was programmed to the secondary sensing vector. Technical services discussed bringing the patient in for some testing in the other sensing vectors. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing of noise. The doctor has elected to program the therapy off as the patient's condition has improved. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to the oversensing of noise. The electrogram was railing up and down and the r-wave amplitudes were diminished. The shock occurred while the system was programmed to the secondary sensing vector. Technical services discussed bringing the patient in for some testing in the other sensing vectors. There were no additional adverse patient effects. The system remains implanted.